Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication can be attributed to anatomical factors and use error. The surgeon stated that the lymph nodes were infiltrating into the pa which made dissection difficult. The surgeon converted the procedure to open surgery as he did not have sufficient experience with the robotic platform. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, a puncture injury occurred on the pa while the surgeon was dissecting a lymph node. According to the surgeon, the cause of the injury was that the lymph node was infiltrating the pa, leading to difficulty in dissection of the lymph node. The bleeding was initially controlled by the assistant forceps, but the surgeon decided to convert the procedure to open surgery as he did not have much robotic experience. The doctor stated that there were no product issues which caused the intra-operative complication. It is unclear what medical intervention was rendered due to the vessel injury.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a small hole was punctured in the pulmonary artery (pa) during dissection of an infiltrating #10 lymph node at the hilum, using a permanent cautery spatula (pcs) instrument. As a result, hemorrhaging occurred. Although bleeding was initially controlled with the assistant forceps, the surgeon determined that robot-assisted recovery would be difficult, and the procedure was converted to an open thoracotomy. The doctor stated that there were no mechanical issues but rather a manipulation problem. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: there was no unexpected movement or stray energy from the pcs instrument. The cause of the injury was that the lymph node was infiltrating the pa, leading to difficulty in dissection of the lymph node. There was no evidence of inflammation or scarring caused by the infiltrating lymph node. The patient did not receive any previous treatments for the lung prior to surgery. At the time of injury to the pa, the other instruments in use were: cadiere forceps, tip-up fenestrated grasper, and 30 deg endoscope. The surgeon stated that the event is not unique to da vinci and occurs in video-assisted thoracoscopic surgery (vats) as well. After stopping the bleeding with the assistant¿s forceps, the surgeon decided to convert the procedure as he did not have sufficient experience performing robotic procedures. The surgeon only had seven previous robotic procedures completed. The amount of bleeding was 50 ml. The patient did not require a blood transfusion. Additionally, the patient did not suffer any post-operative complications and the patient's hospitalization was not prolonged. The site declined to return the pcs instrument for evaluation as there is no allegation of a product defect by the site.